Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p10-32 that has a similar product distributed in the us, list number 8p10-21/-31, with 510k number p110029. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false nonreactive alinity I hbsag qualitative ii for one patient. The following results were provided: (B)(6) 2026, sid (B)(6), initial hbsag result= 0.41 s/co; (B)(6) 2026, repeat result= 122.62 s/co and 128.3 s/co (reactive); the patient has a history of positive results. The patient was a 54-year-old female. There was no impact to patient management reported.